Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that during aspiration and flushing, continuous air bubbles was being introduced into the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that air bubbles were seen in the sheath shaft after the sheath was inserted. A pressure bag was used for irrigation. No air in patient or fluid leak occurred. After going transeptal with the versaconnect for faradrive, the bubbles started appearing after taking out the vc dilator and rf wire. Aspirating and flushing was done during the exchange of the dilator with the mapping catheter, but there would still be visibility of bubbles.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that during aspiration and flushing, continuous air bubbles was being introduced into the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that air bubbles were seen in the sheath shaft after the sheath was inserted. A pressure bag was used for irrigation. No air in patient or fluid leak occurred. After going transeptal with the versaconnect for faradrive, the bubbles started appearing after taking out the vc dilator and rf wire. Aspirating and flushing was done during the exchange of the dilator with the mapping catheter, but there would still be visibility of bubbles.